Event description:
Foreign body after dexcom continous glucose monitor device removal. Mom called the office to report that when she removed the dexcom continuous glucose monitoring device, the catheter broke off and remained under the skin. X-ray confirmed foreign body. He was referred to pediatric surgery for removal. FDA safety report ID# (B)(4).